Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The device and electrode were explanted due to infection. The product experience/additional comments included information that this patient's medical history was complex and the system was extracted due to sternal infection.